Event description:
Healthcare professional reported, "although the sterile field was compromised. I was able to use this device and successfully complete the surgery". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported ¿the thermoform interior packaging stuck to the implant on the sides, even though there was a paper sleeve on the device.¿ patient reported right side rupture. Device remains implanted.